Event description:
Upon receipt of medical reports of (B)(4) and (B)(4) it became obvious that patient underwent another hip revision left side in 2015. Patient was revised for periprosthetic early infection after hip-tep. With detection of staphylococcris aureris. Doi: (B)(6) 2015; dor one: (B)(6) 2015 (covered by (B)(4)); dor two (this revision covered by (B)(4)): (B)(6) 2015. Within this revision the depuy hip head and a competitor inlay were changed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 2015-jan-12. 3) any anomalies or deviations identified in DHR: no anomalies or deviations were identified. 4) expiry date: 2019-dec-31. 5) IFU reference: (B)(4).